Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)) implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: connector ; (B)(6) pnl-mnt ethrnt s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The ethernet connector was replaced and the issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they were unable to pull from pacs. The representative stated that it confirmed the ip addresses were compatible but the dicom page was showing only green for local config. It was reported the representative tried a new ethernet cable with no resolution. The system wired ip status was red. The representative was unable to bypass the bulkhead, and trying new pacs port did not resolve the issue. There was no patient involvement.